Manufacturer narrative:
Product ID 3037, serial# (B)(4), implanted: 2014 (B)(6); product type programmer, patient product ID 3889-28, lot# va0my9y, implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient thinks her implant was not working because she doesn¿t feel the stimulation where it¿s supposed to be. She was feeling it more on the outer side of her hip area shooting down to the leg, on the right side. The patient had been trying to figure it out for about a month or 3 weeks. She had a fall about a month ago, problems started following the fall. She had an appointment scheduled for april. Additional information received reports that there was not a fifty percent or greater symptom reduction. The lead was noted as the component involved. The patient fell and afterward she noticed that the neurostimulator was not really working anymore. She tried multiple different electrodes as well as different amplitudes without any benefit. She was actually feeling pain at the generator site when she increases the amplitude. She¿s getting ¿jerkiness¿ to her right leg with increase in amplitude. She had urgency incontinence at times. The patient was scheduled to have the lead removed and replaced on (B)(6) 2015. The patient seen in urology clinic on (B)(6) 2015 and scheduled to have surgery on (B)(6) 2015. Patient was started on toviaz daily. The event cause was determined. It was not device related. The patient had fallen. The patient was not recovered and symptoms/issue were ongoing. It started approximately one month ago due to fall. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.